Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Unique device identifier (UDI) not applicable. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #36 fractured and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotiteâ® implant 4 x 11.5mm (oss411) was returned for investigation. Visual evaluation of the as returned implant identified fracture at the collar. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was unknown bone density. The reported device was in tooth location 36 (fdi) and was used for approximately 22 years, 10 months. DHR review was completed for the subject lot number 84878. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.